Event description:
During surgery the tip of the driver broke off. There were some small parts left in the head of the screw and those were sucked up with the suction tip. Normal rod placement could be performed because the instrument broke off after insertion of the final screw. MFR ref # 3005180920-2014-00146.